Event description:
It was further reported that the target lesion was located in the moderate to severely calcified and mildly tortuous mid saphenous vein graft. The lesion was fully covered at the end of the procedure.

Manufacturer narrative:
Updated: describe event or problem.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The characteristics and anatomy location of the target lesion are unknown. The physician placed a non-bsc guide catheter, a non-bsc guide wire and a non-bsc embolic protection device. The lesion was pre-dilated with a non-bsc balloon catheter at 16atm for 21 seconds. Then the physician deployed a 3.50x24mm promus element stent at 14atm for 31 seconds followed by administering nitroglycerin. A 3.75x12mm quantum balloon was used to post dilate the stent at 14atm for 20 seconds in the distal section and 18atm for 12 seconds in the proximal section. The stent appeared well apposed under imaging with good flow. 15 minutes later, a cine image showed 8 to 10mm of deformation to the proximal section of the stent. They then tried a 3.5x8mm promus element to open up the deformed part of the stent and also to cover the proximal part of the lesion, however it was unable to be deployed and it was removed. They then attempted to cross with a non-bsc balloon but were unable to cross. They were able to deliver a 3.5x8mm non-bsc stent. A non-bsc balloon burst on the third inflation after crossing the non-bsc bare metal stent. Next they tried a 2.5x8mm apex balloon and a 2.5x10mm non-bsc balloon. They also tried a 3.0x8mm quantum apex balloon but could not cross. They then used a 3x10mm non-bsc balloon for multiple inflations before delivering a 3.0x16mm promus element. No other patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).